Event description:
It was reported "a bump was observed on the venous line before connection." The defect was found prior to use. Therefor no patient harm or injury.

Manufacturer narrative:
Qn#(B)(4) the actual device was not returned; however, the customer provided one photo for analysis. The venous extension line was observed to be ballooned directly proximal to the pinch clamp. It was also noted that the pinch clamp was in the locked position. The locking of the pinch clamp in combination with over-pressurizing can result in the observed failure; however, it is unknown if the pinch clamp was locked at the time of the event. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not clamp tubing repeatedly in the same place. Doing so may weaken the tubing". The IFU also states, "avoid clamping near luer-lock fittings". The IFU also states, "open catheter clamp prior to infusion through lumen". The report of a ballooned extension line was confirmed through analysis of the customer supplied photo. Visual analysis revealed that the venous extrusion was ballooned directly proximal to the pinch clamp. It was also noted that the pinch clamp was in the locked position. The IFU clearly states to "open catheter clamp prior to infusion through lumen"; however, it is unknown if the clamp was in the locked position at the time of the event time of the event. Therefore, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "a bump was observed on the venous line before connection." The defect was found prior to use. Therefor no patient harm or injury.

Manufacturer narrative:
(B)(4).